Manufacturer narrative:
This event occurred in (B)(6). The field service engineer (fse) adjusted the gear pump, flushed the reagent and samples probes, checked the probe adjustments. One reagent probe was replaced as it was a bit bent. The rinse unit was checked and the rinse stations were cleaned. Qc was acceptable. Abnormal aspiration alarms were noted on the alarm trace data from the day of the event. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of discrepant results for 1 patient urine sample tested for tpuc3 total protein urine/csf gen.3 (tpuc3) and crep2 creatinine plus ver.2 (crep2) and 1 patient serum sample tested for gluc3 glucose hk (gluc3) on a cobas 8000 c 502 module. Patient 1 initial tpuc3 result was 0.02 g/l. The repeat result was 1.66 g/l. Patient 1 initial crep2 result was 0.13 mg/dl. The repeat result was 139.72 mg/dl. Patient 2 initial gluc3 result was 0.3 mg/dl. The repeat result was 86.9 mg/dl. The questionable results were not reported outside of the laboratory. The repeat results were believed to be correct. No reagent lot numbers with expiration dates were provided.